Event description:
It was reported that, during a tonsillectomy, the procise xp wand was burning out: electrodes charred from usage, disrupted plasma and quit working. A back-up device was used to complete the procedure. Surgery was not significantly delayed. The patient was not harmed. The results of investigation concluded that there is a missing electrode which could have been left inside of the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H11: g4: the correct date we became aware of this reportable malfunction is: 1/31/2020.

Manufacturer narrative:
H10: h3, h6: the procise xp coblator ii wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A DHR/batch record review for lot 2035977 finding no discrepancies from released and operating procedures nor conditions that could contribute to the event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. Visual inspection shows moderate wear of the top and middle electrodes with dried blood and tissue, and a detached bottom electrode. There are no manufacturing abnormalities visually observed. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings in which plasma was observed on the remaining electrode legs. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint was verified and the root cause of the complaint cannot be determined with confidence. Possible causes unrelated to the manufacture and design of the product include: the angle the device was handled during the procedure, using set points higher than the default settings, or using the wand for an extended period of time. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.